Manufacturer narrative:
The product was disposed in the hospital.

Event description:
It was reported that during a stent assisted coil embolization of a right parasellar aneurysm, thrombus formed at the distal treatment site and an asymptomatic cerebral infarction occurred. The physician performed percutaneous transluminal recanalization and the patient recovered approximately 24 hours post procedure. The physician relates the thrombus and cerebral infarction to the procedure and not the device.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical analysis cannot be performed. However, patient outcome of thrombosis and stroke are noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that during a stent assisted coil embolization of a right parasellar aneurysm, thrombus formed at the distal treatment site and an asymptomatic cerebral infarction occurred. The physician performed percutaneous transluminal recanalization and the patient recovered approximately 24 hours post procedure. The physician relates the thrombus and cerebral infarction to the procedure and not the device.